Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and a sling and ams elevate were implanted. The patient experienced pain, bleeding, infection, dyspareunia, erosion and destruction of vaginal tissue. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 8/7/2017. Patient codes: (B)(4)scarring, (B)(4) urinary problems. It was reported that following insertion patient experienced scarring and urinary problems. It was reported that patient underwent revision of mesh (B)(6)2011 and (B)(6)2012 by dr. (B)(6)and dr. (B)(6) at (B)(6) group, ok and (B)(6) specialists of (B)(6), respectively. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient codes: (B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary urgency and urinary incontinence.